Event description:
The report stated that during a laparoscopic colorectal procedure the surgeon noticed a lose wire at jaw's end of the device. Another device was opened and worked fine. There was no ill effect to the pt. Upon immediate inspection at the manufacturer's location, the wire is bare.

Manufacturer narrative:
Date of initial report: 04/07/2009. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.